Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device displayed less than (B)(6) as the battery estimate. The battery voltage was 2.6 v and the patient is minimally paced. It was clarified that this device does not have a battery longevity estimator, rather it gives its best estimate. The device is still in use. No patient complications have been reported as a result of this event.